Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during a reservoir change. Blood glucose level at the time of the incident was 239 mg/dl. The customer was able to get insulin to exit the tubing during troubleshooting. Customer also reported that they were recently hospitalized due to high blood glucose levels and ketones. The insulin pump was not replaced or returned for analysis.